Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The device was returned and evaluated, and the customer¿s allegation of image became a color bar was not confirmed. Device evaluation found that the bending section cover had a scratch, adhesive on bending section cover had a chip, due to wear of angle wire, bending angle in up direction did not meet the standard value, control unit had a scratch, grip had a scratch, switch 1 had a scratch, light guide connector had a scratch, light guide cover glass had a scratch, video connector case had a scratch, video connector had a scratch, and video connector had a crack. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the past year. Although it was determined that the defect was likely caused by stress of repeated use, external factors, or handling, the image sensor unit was damaged such as a disconnection, or a part mounted on the electrical circuit board such as the integrated circuit chip or capacitor are broken, a definitive root cause of the loss of image could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope image became a color bar during a therapeutic procedure. A similar device was used to complete the procedure. There were no reports of patient harm.